Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal surgery due to erosion in the perineum. The cuff component was exposed. There were no apparent signs of an infection; however, cultures were sent for analysis though the results could not be obtained. A scope was also performed, and no urethral injury was identified. The surgeon explanted all the components of the existing aus without complication to the patient. It was indicated the patient would undergo a procedure to implant a new aus device after the erosion had sufficiently healed. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.